Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The patient replied to the inquiry for the circumstances that led to the burning sensation by stating, ¿new pants, belt¿¿. The patient stated the event was an instant change that occurred 3-4 months ago. In order to resolve the issue, the patient stated that the ¿tcpc¿ noted possible location change with no set date. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient felt a burning sensation at the ins pocket site. The patient stated they feel the sensation mostly when they are in a sitting position. The patient said they have turned off stimulation and they still feel the burning. The patient mentioned a fall, but said they didn¿t think it was related to the issue. The symptoms were reported as sudden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer's representative: the patient states it "feels hot under his battery". Impedances were checked and were within normal limits. X-rays were taken at patient's last appointment, but were not made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(4) 2018. The cause of the burning sensation at the implantable neurostimulator (ins) site was not determined. No further actions were taken. It was unknown if the issue was resolved. However, the information was confirmed with the account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that they will be having a revision done to re-situate their ins in their hip because it was uncomfortable. Surgery was schedule for (B)(6) 2018.